Event description:
An authorized service provider (asp) contacted ventec to report that the device was delivering lower than set peep (positive end expiratory pressure) and unstable fio2 (fraction of inspired oxygen) readings, resulting in low fio2. It was also reported that the device had displayed the patient circuit disconnect alarm. There were no reports of patient use associated with the reported issues.

Manufacturer narrative:
H6: the device was not returned to ventec for an evaluation. The device was evaluated by the authorized service provider (asp) where the reported issue of it delivering low fio2 (fraction of inspired oxygen), lower than set peep (positive end expiratory pressure), and displaying the patient circuit disconnect alarm was confirmed. The asp replaced the internal flow transducer (ift) to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the reported issue to be the ift.